Manufacturer narrative:
The customer was contacted numerous times for more details, but no response appears to be forthcoming. It is unknown if the device will be returned. The device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined. The customer received a warranty replacement.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. This is an out of box failure. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
Further investigation of this issue determined that this was caused by the device being manufactured out of specification. When the jack connector, designator j36, is not properly seated/latched during assembly, it can become unseated during transportation and/or usage. This can cause the device display to show a blank screen, however investigations performed indicate that this unseating does not affect the ability of the device to perform defibrillation therapy.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. This is an out of box failure. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. This is an out of box failure. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
The device was returned for evaluation. Physio-control evaluated the device and determined that lcd flex connector, designator j36 (which connects the ui pcba to the display), was not properly seated. When the connector was reconnected by applying pressure to push it in, the device screen functionality was restored.

Manufacturer narrative:
The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. This is an out of box failure. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.